Event description:
It was reported that at the end of therapeutic, endoscopic retrograde cholangiopancreatography (ercp) stent exchange procedure, the distal cover fell out into the patient¿s esophagus while the duodeno video scope was being pulled out of the body. The distal cover was retrieved with the aid of grasping forceps. The procedure was completed with the same device. There was no mucosal damage, and no harm to the patient. The cover was disposed of by the facility. The device was inspected prior to use but the inspection may have been incomplete. An olympus representative subsequently explained the correct installation and inspection method to the staff.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, that the distal cover was insufficiently attached to the scope causing easy detachment when a load was applied, during use. However, since the device was not returned for evaluation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.